Event description:
The account stated, there was a lack of reproducibility on 3 pts with the architect ca 19-9xr assay. Pt 2 tested architect ca 19-9xr = 90 and 67 u/ml. The erratic results were not reported outside of the laboratory. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.